Event description:
A customer reported a malfunction on a pump, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears, and they acknowledged and understood the instructions.